Event description:
The ablation procedure was completed with intellanav mifi open-irrigated ablation catheter. It was reported that the patient experienced what was suspected to be vasospasm post procedure. After the ablation, the heart rate continued to be low. After returning to the ward, the patient was still under observation with low heart rate, but suddenly went into convulsions and cardiopulmonary arrest (cpa), and cardiopulmonary resuscitation was performed. Return of spontaneous cardiac function (rosc) performed during cardiopulmonary resuscitation. The patient has recovered and is now stable. The device has been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.